Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Called in for help on error code 571.6420 on etco2 unit. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. The error 571.6420 has to do with the sensor status missing, first to replace is the microstream disposable device if does not resolve next to replace is the etco2 board on unit. Unit still still under warranty repair will sent unit in for repair.